Manufacturer narrative:
The lot number was not provided; therefore, a search for production-related ncrs could not be performed. The device was not returned to the manufacturer for analysis and procedural or post procedural images were not provided. The alleged event cannot be confirmed.

Event description:
It was reported that a patient enrolled in the sofast clinical study could not have their thrombus removed after six passes with a sofia aspiration catheter. The mtici score at the beginning and end of the procedure was one.